Event description:
The following has been reported: nurse reported: the distal end of the tubing is severed and completely open where the rotating collar/leur lock connection is supposed to be attached. This was noted upon opening the packaging. Sample available. Patient harm: no. A preliminary review identified the following issue: missing components (set). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.